Event description:
Harmonic ace ultrasonic scalpel pistol garp with hard control. Lot# 181489, exp 7/2011. Lot# 185711, exp 8/2011. Lot# 175961, exp 5/2011. Products did not function properly. Lot# 179140, exp 6/2011. Lot# 99096, exp 4/2009. Two products possible user (surgical tech) error hand piece torqued & broken replaced.